Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd synapsys¿ a culture workup workflow issue was encountered by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer reported that samples in synapsys are locked and they are unable to unlock the samples to close them."

Event description:
It was reported that while using bd synapses¿ a culture workup workflow issue was encountered by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer reported that samples in synapses are locked and they are unable to unlock the samples to close them. ".

Manufacturer narrative:
This statement is to summarize the investigation of a complaint involving synapses material number 444150, version 4.10, serial number (B)(6) . According to information provided, samples in synapses were locked and could not be unlocked. No other issues were reported. During investigation, bd service personnel established a secure connection to the synapses server and performed an is reset. Following this action, the samples were unlocked, and the issue was resolved. A system change request has been created to document this issue which will be addressed in future synapses update. In the interim, an is reset can be utilized, as in this case, if this type of difficulty is encountered. Based on this investigation, this case has been assessed as a confirmed bd product issue. Review found complaints of this type were under statistical control for the month of may. Additionally, no adverse trend was identified for reports of this type. Device history record review was not applicable as this is a stand alone software product and the operation/ functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. However, as there is no evidence of any new adverse trend, hazard or risk, no additional action is currently indicated. If you have any additional questions or concerns, please do not hesitate to contact bd technical support. H3 other text : see h.10.